Manufacturer narrative:
Section a4 and a5: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that rotation was observed after the implantation of a preloaded intraocular lens (iol) in the left eye on (B)(6) 2025, and repositioning of the iol was performed on the following dates: (B)(6) 2025, and (B)(6) 2026. The account also reported that astigmatism increased after iol implantation, and visual acuity progressively deteriorated. Repositioning was performed; however, the condition repeatedly returned to a poor state. The patient had high myopia prior to surgery, with an axial length of 26.77 mm. Furthermore, since the iol rotation was again confirmed on (B)(6) 2026 an explantation and iol replacement surgery was performed on (B)(6) 2026. The replacement iol was a non-toric model. The post-operative visual acuity is 1.2 and the patient was under observation. Preoperative refraction was r = 0.03 (0.9 × -13.0d c -2.0d ax 25). After iol implantation: visual acuity was 1.2 (1.5 × +0.5d c -1.0d ax 145), maximum astigmatism was 4.5d, and rotation was 45 degrees. The planned axis and actual axis alignment was 99 degrees. Visual acuity the day after iol explantation and exchange was 0.7 (1.0 × +1.25d c -2.75d ax 150). No additional surgical or medical intervention were performed. No further information was provided.